Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the abdomen. The patient experienced loss of consciousness. An ambulance was called and the paramedics took a blood glucose reading was 40 mg/dl and the cgm was reading 81 mg/dl. The patient was treated by the paramedics with IV glucose (IV dextrose) and they took the patient to the hospital. At the hospital the patient was monitored and treated with glucose. After 7 hours the patient recovered, was stable and was discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.